Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material inside the nozzle could not be determined. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and it is unknown if there were any deviations from the instructions for use. There was no physical damage was found at the locations where foreign material remained. It was confirmed that the section of the device where the foreign material remained showed no deformation. The instruction manual states the detection method associated with the event in operation manual, chapter 3 ¿preparation and inspection¿ and preventative measures in instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor field performance for this device.